Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to the clinic for a routine follow-up, multiple non sustained lead noise episodes were observed. It was also noted that intermittent undersensing was seen on the discriminator channel. The device was reprogrammed.